Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was reprogrammed as a result of the event.

Manufacturer narrative:
Concomitant medical products: dtmb1d1, crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds and the cardiac resynchronization therapy defibrillator (crt-d) battery is depleting more quickly than expected. The lv lead and crt-d remain in use. No patient complications have been reported as a result of this event.